Event description:
Punctum plug was placed in patient for treatment of dry eye on (B)(6) 2012. Punctum plug was removed on (B)(6) 2012 reportedly due to pyrogenic granuloma. Patient treated with tobradex 4x/day for 1 week.